Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, it was noticed that the stent was dislodged. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, it was noticed that the stent was dislodged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. The stent was returned loaded on a pigtail mandrel and separate from the sds. The stent was damaged and stretched in the centre. The proximal and distal ends of the stent were mostly in the original folded position. The maximum crimped stent profile was found to be within max crimped stent profile measurement. A stent protector was returned with the device. The stent protector inner diameter was measured and was within specification. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there are no issues to note with the interaction between the two components. The balloon wings were open and there was visible dried medium resembling blood inside the balloon body and the extrusion. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, it was noticed that the stent was dislodged. No patient complications were reported.